Manufacturer narrative:
Per the srt, during testing the o2 sensor failed o2 sensor reading accuracy testing, the reading from the central control monitor (ccm) and the o2 analyzer was out of range in all three set points: at 21%, 30% and 80%. The o2 sensor was replaced. The unit operated to the manufacturer's specifications. This complaint is related to (B)(4) / MFR #1828100-2020-00156.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the oxygen (o2) sensor failed o2 sensor reading accuracy testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.